Event description:
The device was damaged during transit.

Manufacturer narrative:
Technical evaluation: the device showed a kink at 2.5cm from the tip. The kink collapsed the flexible tube wall and reduced the inner diameter. Conclusion: the damage to the distal section may have occurred in transit to/from penumbra to the customer or may have been damaged during the packaging process at penumbra. A DHR review was conducted of the lot and the report is attached. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1626-04 neuron delivery catheter 070 (95cm x 6 cm) shaped tip, lot number l13773. The DHR review of final assembly (lot# l13773) indicated that 100% inspection of the devices resulted in (B)(4) rejects. (B)(4). In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts release met specifications. No other anomalies were found with this lot due to the manufacturing process. The parts released in this lot met process requirement.